Event description:
A 26mm diameter x 15mm diamter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for treatment of the abdominal aortic aneurysm. Approximately one month post stent graft implant, the patient returned for a follow-up to the aaa repair. It was reported that the CT demonstrated that there was a runner between the artery wall and the bifurcated stent graft. The patient is reported to be fine. Medtronic has received two kub films and analysis of the kub films has been completed by an outside physician. The outside physician concurs that there is a runner between the artery wall and the stent graft. The impression of the physician is the following: on the kub there is an aneurx stent graft in place. There are no obvious stent fractures. One of the runners from on the delivery system remains behind the stent graft. This extends approximately 2cm above the graft and 1 cm below the graft. The delivery system was discarded. Medtronic has tested and evaluated like devices in an attempt to reproduce the failure of the runner detaching from the bond within delivery system. After comprehensive testing, medtronic quality and manufacturing engineering has not been able to reproduce the reported failure.